Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had stuck button alarm. The customer¿s blood glucose level was 209 mg/dl. The customer reported that they had received stuck button alarm during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response. No stuck button alarm noted. Device received with scratched case, pillowing keypad overlay, missing display window cover, end cap address label fading and minor scratched lcd window.